Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags alarm during priming. The home patient indicated he was connected during priming with the catheter closed. Baxter's technical service center instructed the home patient to disconnect and start over with new supplies, however, the home patient refused to start over and began initial drain. No patient injury or medical intervention was associated with this report per the home patient's nurse.